Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, the impedance trend on the atrial pacing lead was rising, and p-wave amplitude measurement issue. Between (B)(6) 2015 and (B)(6) 2016 p-wave amplitude varied between 0.875 and 5.5 mv. Atrial capture threshold trend not available in s2d data. Between (B)(6) 2015 and (B)(6) 2016, atrial pacing impedance rose from 988 ohms to 1843 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high impedance and high thresholds on the right atrial (ra) lead. The lead was turned off. Further inspection of the save-to-disk (s2d) indicated a write to locked ram power on reset (por). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.